Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. As a result, a lead safety switch (lss) occurred. Technical services (ts) reviewed the data and noted loss of capture (loc) and noise oversensing. Ts also suspected possible lead fracture, but was not conclusive. Patient had a syncopal event three weeks prior. Isometric tests were performed and the noise was reproduced, therefore it was determined that there was a spring contact anomaly. No additional adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).